Event description:
The rptr stated that he had done back to back blood glucose testing results of 107, 177 and 179 mg/dl. He stated that he had used separate finger sticks, and that all tests were within minutes. The rptr stated that he did not have any symptoms. The lifescan rep reviewed proper cleaning of the meter's test strip holder. The rptr did not have any control solution available for testing.